Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within acceptable range. The ccc specialist reviewed the instrument data and did not find an error description associated with the initial run of the sample in question. The customer did not have issues with other patient samples. The siemens headquarters support (hsc) specialist reviewed the event data, which was indicative of a sample error. The hsc specialist stated that when an hcg sample recovers high, it is common to get a high a error flag, which would then trigger a repeat run. If the sample was removed prior to the repeat, this could cause a low result on the repeat. Another potential cause for the low result could be due to a pre-analytical sample handling issue. The hsc specialist recommended the customer to follow proper pre-analytical sample handling conditions. The cause of the discordant, falsely low hcg result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained upon repeat testing on a dimension exl 200 instrument. The sample was initially run on the dimension exl 200 instrument, which did not generate any value due to a process error. The sample was repeated on the same instrument, resulting falsely low. The discordant result was reported to the physician, who questioned the result. A new sample was drawn from the patient and was tested on the same instrument, resulting higher. The original sample was repeated on the same instrument, resulting falsely low. One of the results obtained with the redrawn sample was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.